Event description:
Information received regarding the explanted device notes that transtelephonic monitoring demonstrated a rate of 52 ppm when the patient's lower rate limit was 70 ppm. Initial interrogation displayed dashes (---) for multiple para- meters. Reprogramming, return to standard and emergency vvi did not remove the dashes. A microprocessor download was also unsuccessful.